Manufacturer narrative:
H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an clearlink system non-dehp secondary medication set failed to infuse despite the clamp being open. The primary infusion ran dry which alerted the nurse, they removed the air, and reattached the mesna to complete the infusion. The event occurred approximately an hour into the 4-hour mesna infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.